Manufacturer narrative:
Please note a correction was made to narrative/corrected data. Conclusion: penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing.

Manufacturer narrative:
Results: the pusher assembly was kinked approximately 13.0 and 117.0 cm from the hub. Coagulated blood was present within the returned pod6 introducer sheath. After successfully flushing the blood out of the introducer sheath, the pod6 was able to be advanced through a demonstration microcatheter without issue. Conclusions: evaluation of the returned pod6 revealed pusher assembly kinks and blood within the introducer sheath. If continuous flush is not used, blood may flow into the introducer sheath. If this blood coagulates it may contribute to resistance experienced during the procedure. Further evaluation revealed pusher assembly kinks. These kinks were likely a result of forcefully advancing the device against resistance or were incidental during packaging for return to penumbra. After flushing the blood from the sheath, the pod6 was able to be advanced through a demonstration microcatheter without issue. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod6s. During the procedure, the physician felt resistance and was unable to advance a pod6 out its introducer sheath and, therefore, the pod6 was removed. The procedure was continued using a new pod6 and the same microcatheter. There was no report of an adverse effect to the patient.